Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. Although it was reported that difficulty was encountered removing the iab from the pt, the physical evidence is not consistant with that of an iab which became entrapped and needed to be surgically removed from the pt. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the med community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot ma y cause the balloon to become too large for percutaneous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been reported in literature and has been experienced by users of intra-aortic balloons. We therefore urge the user, as we have in our instructions, to discontinue pumping and consider the removal of the balloon from the pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, you would be well advised to call for a vascular consultation, as was done in this case. (This follow-up MDR was mailed to the FDA on 6/8/98).

Event description:
The iab was inserted into the pt on 4/5/98. On 4/7/98, the iab leaked. The dr was unable to remove the iab. The iab was entrapped and needed to be surgically removed. On 5/19/98. The following was reported to datascope: the iabp alarm sounded and a small amount of blood was noted in the catheter. The pump was put on stand-by and the cardiologist was notified. The heparin drip was turned off. The cardiologist instructed that the balloon be removed in 2 hrs. When the cardiologist attempted to remove the balloon, resistance was encountered so the balloon was removed surgically. The pt went to the or for removal of the balloon and for a right femoral fogarty thrombectomy and repair to the artery. Foot pulses were present. Another iab was not inserted into the pt on 4/7/98. On 4/13/98, the pt remained hemodynamically stable with no chest pain. The pt had a large thrombus in the lv apial aneurysm. [Event complications]: the iab was entrapped/surgically removed-reported 4/8/98. [Pt's current status]: stable on 4/13-rpt'd 5/19.